Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During preparation for the procedure, while advancing the ruby coil through a microcatheter, it became stuck at the hub of the catheter and the pusher assembly became kinked. The procedure continued using a new ruby coil. There was no report of any adverse effect on the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0, 20.0, and 52.0 cm from the proximal end. The embolization coil was intact with the pusher assembly within the introducer sheath. Conclusion: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated forcefully against resistance during insertion into a microcatheter, damage such as this may occur. The microcatheter mentioned in the complaint was not returned for evaluation and, therefore, the cause of resistance could not be determined. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.